Event description:
It was reported, PICC was placed on the (B)(6) 2024. Patient was receiving folfiri. Hole was found in PICC. Hole at 11cm external 7cm. No other information was provided.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-04580 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-04578.

Event description:
It was reported, PICC was placed on the (B)(6) 2024. Patient was receiving folfiri. Hole was found in PICC. Hole at 11cm external 7cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.